Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when delivering a bolus, the customer performed an override of the bolus correction messaging, and delivered a bolus that was too large. Subsequently, the customer experienced a low blood glucose (bg) level of 62 mg/dl. The customer disconnected from the pump and consumed multiple glucose tablets and a snack to address low bg level. At the time of the call, the customer's bg level was back within target range. As the customer knew the reason for the low bg and felt that the pump was functioning as intended, the customer declined to perform a system check.